Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a stricture in the mid esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has esophageal cancer with an associated tracheoesophageal fistula and a tumor in the upper third of the esophagus. The stricture was dilated up to 12.8 mm using a non-bsc dilatation balloon. Post dilatation, the tumor appeared to be 5 cm in length. During the procedure, at around 11:00 a.m., an ultraflex esophageal covered stent was deployed within the patient's esophagus. Subsequently, later that evening, it was noted that the stent had migrated into the stomach. The physician immediately removed the migrated stent from the patient using rat tooth forceps. No additional stents were placed at this time. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.